Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) to treat a bleed in the area of the ampulla within the duodenum, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was advanced to the target tissue. The clip was then locked onto the tissue however; the clip failed to release from the delivery catheter. The device was withdrawn from the patient and from service. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) to treat a bleed in the area of the ampulla within the duodenum, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was advanced to the target tissue. The clip was then locked onto the tissue however; the clip failed to release from the delivery catheter. The device was withdrawn from the patient and from service. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination noted the clip assembly detached from the bushing. It was noted that the prongs were locked into the capsule. It was also noted that the over sheath assembly was not returned. Functional analysis revealed that the prongs could not be opened, but the clip assembly could be deployed. The complaint device was returned and the clip assembly was detached from the bushing but the clip assembly could be deployed. Based on the condition of the returned device, the reported failure (failure to detach from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record could not be performed since the lot number was not provided in the complaint.